Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter in the operating room, there was a crack around the bifurcation of the catheter, and urine started to leak.

Event description:
It was reported that after placement of the foley catheter in the operating room, there was a crack around the bifurcation of the catheter, and urine started to leak.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation of the return sample noted a hole in the catheter shaft measuring 0.021". Also received 3 photo samples: 1) top view of catheter and syringe used for the reported event. 2) end of the catheter with deflated balloon. 3) inflation cap present on the catheter during the reported event. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Instructions for use were reviewed for this investigation. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.